Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. The pt's aortic neck was reported to be very angulated. Vessel morphology is unk. It was reported that the pt had consistent annual follow-up evaluations, which showed decreasing aneurysm size and slow distal migration of approximately 5 mm with increasing aneurysm neck diameter. In 2003 the pt presented in the ER with back pain and a CT demonstrated a type I endoleak and rupture of the aneurysm. The pt was transferred to another hospital and another CT scan demonstrated a type I endoleak. The decision to surgically convert the pt was made and the pt was taken to the or. It was reported that during the conversion procedure a hole was noted in the aorta. The distal stent graft limbs were very well incorporated into the tissue of the iliac arteries and there were no obvious stent graft defects reported. The conversion procedure was completed successfully and the pt was discharged.